Manufacturer narrative:
(B)(4). At what firing did the device lock on the vessel - first firing. After the device was removed from tissue, was there any tissue damage? - no. If so how was the tissue damaged repaired? - na. Did the increase in the incision alter the procedure or patients post-op care? - no. If so please explain: did the primary surgeon fire the device? If not whom? - yes. Was the person that fired the device a first time user? - no. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. During analysis the jaws open and close as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the applier locked onto the vessel and would not unlock. The surgeon had to slide the jaws off the vessel. The hospital was out of elml, so the surgeon had to move to a 10mm which resulted in a larger incision.